Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/10/2024, it was reported by a sales representative via email that an ar-3688 knotless fibertak biceps implant system had issues. While drilling, the drill had some resistance and seemed tighter than the normal slide. When inserting the anchor into the sheath, it would go in about half an inch and then it was so tight that the anchor would not slide through. The surgeon attempted to mallet in the anchor but was unsuccessful. The case was completed using another ar-3688 knotless fibertak biceps implant system. This was discovered during a procedure on (B)(6)2024. Additional information received on 10/17/2024: this was discovered during an open proximal biceps tenodesis. The case was not delayed.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.